Event description:
During an atherectomy procedure, the optical coherence tomography (oct) imaging was unable to advance through the lesion. The physician attempted to advance the diamondback 360 coronary orbital atherectomy device (oad) to the distal side of the lesion with glideassist activated. A couple treatments were successfully performed distal to proximal and proximal to distal on low speed. When treatment was performed advancing proximal to distal, the physician noticed that the crown jumped twice. Three treatments on low speed had been performed to treat the lesion on the proximal side. Imaging was then performed and revealed a perforation. The physician drained the blood from the pericardium. The patient received a transfusion. Although the patient's vital signs were stable, an intra-aortic balloon pump was placed for backup purposes. Employing a perfusion balloon, the bleeding had been stopped temporarily. An additional guide catheter was inserted from the femoral area. The lesion was expanded with a semi-compliant balloon. Two covered stents stacked in a pair. Hemostasis was achieved. Another stent was placed in the location of the targeted lesion in the left anterior descending artery to complete the procedure. The patient recovered and was stable.

Manufacturer narrative:
(B)(4). The diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).